Manufacturer narrative:
This event was reported by a non-physician. The reported healthcare facility is: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during a procedure performed on (B)(6) 2021. During the procedure, the balloon ruptured while being inflated to 10mm. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no reported patient complications as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be inflated using air. However, the customer reported that the balloon was inflated with air.

Manufacturer narrative:
Block e1: this event was reported by a non-physician. The reported healthcare facility is: (B)(6)block h2: correction: block g2 (report source and report source (other) block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation result a visual examination of the returned complaint device found that the balloon was torn longitudinally, which confirms the reported event. No damage found on the catheter of the device. The reported event was confirmed. Based on the condition and evaluation of the returned device, the most probable root cause is failure to follow instructions since the problem was traced to the user not following the manufacturer's instructions. The instructions for use (IFU) says that it must be inflated with fluids and this fact can affect the integrity of the balloon. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the IFU/product label, as the balloon was reportedly inflated with air.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during a procedure performed on (B)(6) 2021. During the procedure, the balloon ruptured while being inflated to 10mm. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no reported patient complications as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be inflated using air. However, the customer reported that the balloon was inflated with air.